Event description:
It was reported that the patient experience diaphragmatic/phrenic nerve stimulation. During follow-up, the left ventricular (lv) lead exhibited high thresholds and loss of capture. A chest x-ray showed the lead had pulled back into the right atrium. The lead was initially turned off. Subsequently, the lead was explanted and was replaced by a competitor product. It was also reported that during the revision procedure, the physician experienced difficulty engaging the setscrew with the wrench while attempting to remove the rv lead for testing with the analyzer. Eventually, the physician was able to remove rv lead from header with difficulty and after testing the rv lead was unable to re-engage set screw to re-secure the rv lead in the header. A third wrench was supplied and physician was still unable to engage the set screw. A new device was provided and rv lead was secured in the device header with no further complications. Post implant, explanted device header was examined and set screw was able to be tightened and loosened without incident. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2014; 6947m62, lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.